Manufacturer narrative:
The device was returned for evaluation. Based upon the investigation it was confirmed that the heat stakes to be improper formed. Visual inspection of the chassis heat stakes confirmed to be incomplete, which would have either directly caused or contributed to the reported needle mechanism failure. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 398 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and she realized that the pod did not retract.